Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that there was crack on the reservoir cap and o ring comes out. The customer¿s blood glucose level was 11.0 mmol/l. Troubleshooting was not performed. The product will be returned for analysis.